Manufacturer narrative:
As reported, an expired arista hemaderm kit was inadvertently used beyond its labeled expiration date. The expiration date is included on the labeling of this product and is located on multiple levels of the packaging. This event is confirmed as a use related error, with no malfunction of the device. Addendum: h11: this supplemental MDR is submitted to include DHR results and to remove implant date which was inadvertently added in the initial MDR. Review of manufacturing records shows product was made to specification. Updated fields: b4, d9, g3, h2, h4 (device manufacture date), h6, h10, h11 corrected field: d6.a (medical device implant date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure an arista hemaderm kit which had a labeled expiration date on (B)(6) 2024 was used in the patient on (B)(6) 2024. There was no reported patient injury, change in course of treatment, or any medical/surgical intervention due to the issue.

Event description:
As reported, during a procedure an arista hemaderm kit which had a labeled expiration date on (B)(6) 2024 was used in the patient on (B)(6) 2024. There was no reported patient injury, change in course of treatment, or any medical/surgical intervention due to the issue.

Manufacturer narrative:
As reported, an expired arista hemaderm kit was inadvertently used beyond its labeled expiration date. The expiration date is included on the labeling of this product and is located on multiple levels of the packaging. This event is confirmed as a use related error, with no malfunction of the device. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.